Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. Reporter phone number unknown. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a bad navigational ring. There was no patient involvement. The event date was not specified; estimate used.